Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet handle was stuck and would not turn properly; the ratchet handle, bottom roll, right side plate, gear, and bearings were worn. The ratchet handle, bottom roll, right side plate, gear, bearings, and various other components were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery, the handle on the device would not turn correctly which resulted in the skin graft getting torn. There was no patient harm/injury. There was no surgical delay. Due diligence is in process and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.